Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when her blood glucose level was not low. The insulin pump kept alerting her of a predicted low. Customer's blood glucose level was 95 mg/dl but her sensor glucose reading was 55 mg/dl. The device was not returned.

Manufacturer narrative:
The device information provided in brand name, common device name and model/lot # was incorrect with the initial report. The correct device information has been update with this report.